Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number for any identification traceable to the manufacturing documentation. The information was supplied by the manufacturer, not the user facility. This report was mailed to the FDA on: 11/16/2007. Additional information was requested.

Event description:
It was reported that a consumer developed eye inflammation and headaches following cataract extraction and intraocular lens (iol) implant surgery. She was treated with various eye drops and eye ointments for three months. After one year her symptoms are not as severe, but still persist. In 2007, the second eye was operated on and was also inflamed. An allergist was consulted and it is assumed that she does not tolerate some material which is contained in the iol. Additional information was requested. This is one of two medwatch reports being filled for this event: MFR. Report # 1119421-2007-00479 (first eye). MFR. Report # 1119421-2007-00480 (second eye).